Event description:
I used renu with moisture loc. I start experiencing sensitivity to light. I gradually got worse. I began to notice a white bump on my eye. By this time I could hardly see out of my right eye. I went to the eye dr. He prescribed me vigamox during this time. I couldn't see out of my eye at all. The medication made the "pump" go down. I went to my eye dr and he said my vision in that eye won't be as strong as the left. I have a visible white scar on my eye that still obstructs my vision.